Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: on (B)(6) 2013, inratio2 inr: 2.9, laboratory inr: 4.1. On (B)(6) 2013, 2.6, 3.4. The time between testing on (B)(6) 2013 was eight hours and the time between testing on (B)(6) 2013 was within minutes. Therapeutic range is 2.0 - 3.0 for the pt. Reportedly, on (B)(6) 2013, the pt was hospitalized for blood in her stool. There was no reported treatment and the pt was discharged from the hosp on (B)(6) 2013. There was no add'l info provided.

Manufacturer narrative:
Investigation pending. The device is expected to be returned but has not been rec'd.